Event description:
It was reported the pt was not receiving stimulation from her scs sys. Previous info rec'd identified the pt had suffered a fall and was no longer able to communicate with her ipg and also she reported having a heating sensation at her ipg site while charging. The pt was unwilling to meet with sjm rep to have a new programmer set up or to swap out her charger with a new le charger. The communication issue was unable to be confirmed and the heating issue was reported under MFR report # 1627487-2012-1702 and 1627487-2012-1703. The pt's entire scs sys was removed during a spinal fusion surgery. There is no further info available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.